Manufacturer narrative:
The device history record was reviewed and confirmed that the lot met all release criteria, including all inspections for dimensions, geometry and configuration. The filter was not returned for evaluation, as it remains implanted. It was reported that the filter was placed in an infra-renal position in a pregnant woman. The IFU for this device states: precaution- the filter should be placed in the suprarenal position in pregnant women and in women of childbearing age.

Event description:
It was reported that a recovery filter was placed in a pregnant female with risk of dvt from extensive vein compression caused by the uterus. The filter was placed in the infra-renal location. Ten weeks after implant, the pt returned to the hosp for routine removal. At this time, it was noted that one of the filter legs had detached from the filter and migrated to a caval vein. There are no plans to remove the leg. The filter remains implanted and may be removed at a later date. The pt is fine.